Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's therapy was not working and had never really worked. During the 2 weeks prior to the report it had gotten worse. The patient was having urges and wet their clothes. The patient had gone from wearing diapers to wearing pads. The patient was very physically active. The incision area was healed up. The patient did not know how to use their programmer to check their therapy but they were assisted and they were in program 3 at 2.7v. The therapy was off. The patient turned their therapy on.

Event description:
The patient reported that she was told by their health care provider it was fine to golf but when she was done golfing on the day of this call, patient had heavy urine discharge and she was soaked. The patient had to go to the bathroom twice on the course. The patient wanted to know if she golfed too soon. The patient status was reported as unknown. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0tq2e, implanted: (B)(6) 2015, product type: lead. Product ID: neu_un known_prog, product type: programmer, physician. (B)(4).